Event description:
The patient received his scs system including an ipg and paddle lead on (B)(6) 2006 for bilateral leg pain. It was reported that about a year later, the paddle lead was replaced with a newer model paddle lead to cover additional low back pain. It was reported that it took about 1.5 hours for the physician to explant the existing paddle lead due to significant scar tissue formation. Following placement of the new paddle lead, the patient was experiencing undesireable stimulation in the rib area. It was reported that around 2 months post-operative, the patient had been reprogrammed two times. The lead impedances were measured and found to be high. An x-ray confirmed that the lead was still connected properly to the ipg and had not moved. On (B)(6) 2007, the patient's system was reprogrammed again but without success. The physician explanted the lead on (B)(6) 2007. The explanted lead was not returned to ans for evaluation. There is no further information available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.